Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. D4: unknown UDI due to no list or lot number provided.

Event description:
The event involved an unspecified transducer where it was reported the main issue is the logistics of having such a distance between arterial line and syringe. Takes a lot longer and more volume to flush. Withdrawing blood hard due to not being able to reach hand to position it when aspirating. Elevated potassium levels at times due to increased issues with aspiration of blood. The set was used for arterial, and/or central venous pressure (cvp) monitoring intraoperative. The use of set started on (B)(6) 2024 9:15:37 pm and end on (B)(6) 2024 9:27:44 pm. The product is not easier to use than previous products used in our ICU since larger flush volume to clear line, patients feel this more, getting more clots and air bubbles in the line. Also seems to be a higher loss of arterial lines since been using this system. There was patient involvement and unknown patient harm and there was delay in therapy.

Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer.